Manufacturer narrative:
Device broke during insertion; device not considered implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced a left intra-trochanteric fracture and underwent an intramedullary nailing of the left femur. Patient came close to asystole twice during surgery. The surgeon experienced resistance when inserting the helical blade, as well as advancing the distal locking screw. While attempting to back out the screw, the screw would not move, and after struggling to remove, the head broke off. The head was able to be removed but the shaft remained retained in the patient. There was a ten (10) minute delay in surgery. No additional information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the complaint condition for the 5.0mm titanium locking screw (part 04.005.536 / lot unknown) was likely caused by the application of excessive torque to the screw after becoming stuck in the nail; however, this complaint is not likely a result of any design related deficiency. The 5.0mm titanium locking screw is an implant routinely used in the titanium cannulated tibial nails system per technique guide. The device was returned and reported to have broken during surgery. This condition is confirmed; only the screw head was returned. A sheared fracture surface is present where the head detached from the shaft. It is likely that excessive torque was applied to the screw head during surgery when the screw reportedly stuck in the implanted nail leading to this complaint condition. The balance of the returned device is in worn condition consistent with insertion and removal. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.